Event description:
A site representative, nurse, reported that while in an ent procedure the software application was unresponsive. Trouble-shooting did not resolve the issue. The site stated there was no metal in the field around the emitter, however, instruments were flickering. The surgeon opted to discontinue use of the navigation system to complete the procedure. There was no impact on patient outcome.

Manufacturer narrative:
Patient weight unavailable from the site. On (B)(4) 2013, medtronic representative trouble-shooting at the site, started the system, plugged in emitter, verified registration probe with patient tracker in green status. Checked software version 2.2.2. Was unable to duplicate the reported system behavior. Medtronic representative following-up at the site, (B)(4) 2013, performed a system check and the system is functioning as it should. Instruments and patient tracker are tracking as they should, without issue. Software investigation was completed. This issue documented in a medtronic software anomaly tracking database.